Event description:
It was reported that the user experienced frequent dosing stoppages and an occlusion alert on the ilet while using a teflon 6 mm, 23 in infusion set after running out of insulin and performing an incomplete supply change that left air in the tubing, followed by continued use without replacing supplies, which is consistent with an infusion-line occlusion and out-of-drug condition. Symptoms included elevated blood glucose. Outcomes included no hospitalization and continued subcutaneous insulin use via pen as backup. Investigation included review of device logs and real-time troubleshooting and education during a guided supply change. Investigation of this case revealed air in the infusion line and improper supply change technique leading to occlusion and interrupted insulin delivery. It was concluded that user handling contributed to the occlusion and dosing interruption, and that proper supply change procedures restored insulin delivery.